Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high rate episodes and oversensing. In addition, oversensing of the right atrial (ra) lead was noted. The rv and ra leads remain in use. No patient complications have been reported as a result of this event.